Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. It was not possible to confirm the broken part of the cutting wire by only checking the attached picture. The provided picture indicated that the wire was broken at the center or at the coated portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted to the metal part of the forceps elevator while the device was activated the output, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual as follows. *since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Do not activate output when the metal portion at the distal end of the endoscope is too close to or in contact with the cutting wire. This could cause operator or assistant injury, such as thermal injury.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the subject device was broken and stopped working. The user had to cut the cutting wire of the subject device. The procedure was completed. There was no patient injury reported. A photograph was provided by the user and breakage of the insertion portion and the cutting wire was confirmed. No further information was provided.